Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for plastic foreign matter (fm) on the inner tube wall was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the inner tube wall was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were tube extenders with molding defects and foreign matter in the tube(s) biological and non-biological. This event occurred 33 times. The following information was provided by the initial reporter. The customer stated: "there are plastic protrusions in the tube."